Event description:
A customer contacted baxter technical service regarding a system error 2240 alarm during dwell 3 of 5 of therapy using the homechoice system. The home patient had disconnected to use the restroom. The nurse was not trained on the homechoice and needed assistance resetting up the therapy. The service representative assisted the nurse to reset the alarms and unload the cassette and bags. The service representative also assisted the nurse to reset up therapy with new supplies. Therapy was returned to fill 1. The home patient was filling okay. During a follow-up phone conversation, the home patient's peritoneal dialysis (pd) nurse indicated the home patient as hospitalized at the time of the reported alarm. She stated his date of admission was 2007. The home patient's reason for admission was pneumonia. The nurse reported that during his hospital stay, the home patient developed peritonitis; however, she was unaware of details regarding lab results, treatment and date of diagnosis. A follow-up was made to the nurse manager of the hospital to obtain further details and she stated she would not be able to provide additional information regarding the home patient and she did not recall the peritonitis. During a second follow-up conversation, the home patient's pd nurse indicated that the patient had passed away at the hospital on a week later. The nurse reported that the cause of death was a cardiac arrest. Reportedly, the patient had a history of cardiac disease and had already two heart valves replaced. In addition, the nurse manager from the clinic indicated that the patient's death was not related to his peritoneal dialysis therapy.

Manufacturer narrative:
The actual device involved, was not returned to baxter for evaluation. No product code information was provided to baxter as well. However, the manufacturing facility has been made aware of this report through baxter's complaint management tracking system. Baxter will continue to monitor similar reports for possible trends. Should significant information becomes available, a follow up report will be submitted.